Manufacturer narrative:
After further clinical review this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A mfg review was conducted for both the reported lot and for the received lot, due to the alleged mislabeling issue. Both lot met all release criteria. One 7 gauge encor probe was returned for eval. However, the investigation is inconclusive, as the original packaging was not returned and it is unk how the facility originally received the 7 gauge probe. Although an opened probe and labeling were returned, the definitive root cause could not be determined based upon available info. The mix-up could not have occurred at the global and european distribution centers, or in the sales representative's trunk stock. And because the reporting facility never ordered any 7 gauge encor probes, the mix-up most probably occurred at a third party distributor warehouse. However, it is unk how or when the mix-up occurred. The encor biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during preparation for breast biopsy, the probe did not fit into the holder. The individual packaging was labeled for a seven gauge needle and the probe was pulled from a ten gauge box. Therefore, the probe did not fit, as it was a seven gauge needle that was trying to fit a holder for a ten gauge. There was no pt involvement.